Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. There was reportedly an inaccurate delivery issue with the pump. Cts reviewed the pump with the reporter. Troubleshooting revealed the following: a review of the pump history indicated no missing bolus records. It was indicated that the total daily dose (tdd) deliveries were found to be correct; all bolus and basal deliveries matched the pump history. Cts reportedly had the patient perform a 1 unit air bolus via the pump. It was noted that the 1 unit air bolus accurately recorded in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2014 with the following findings: a review of the last basal delivery was on (B)(6) 2014 at 6:32pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside of normal use observed. The advanced boluses¿ were performed correctly. A review of the alarm history recorded all boluses in the correct time and order. There was no damage found to the keypad and the keypad buttons were responsive to user input. There were no errors, alarms or warnings that occurred during the investigation. The product performs within specification and the reported missing bolus issue was not duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked at the threads down to the bumper grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.